Event description:
Surgeon was performing open repair of ruptured right quadricep tendon. Drill bit broke while drilling central hole in patella. Surgeon was unable to remove broken drillbit with reamer from broken screw removal tray. Surgeon decided safest to leave bit in place. Trimmed drillbit so that it was not protruding from patella.